Event description:
The customer stated that the new clinical chemistry creatine kinase reagent lot # 52044hw00 yielded results out of range low on all 3 levels of biorad quality control. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.